Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote was not working properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not latching. A field service engineer (fse) tested the latch and no issues were identified. The system functioned as intended after the field service engineer had verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote was not working properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.